Manufacturer narrative:
Device not returned.

Event description:
It was reported that the cartridge was leaking at the luer lock connection. Customer's blood glucose (bg) was 400 mg/dl. A correction bolus via the pump was delivered to address bg. Reportedly, the customer tightened the connection to address the issue.